Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. The patient stated that they felt pain and the site was bleeding. As treatment, the patient successfully activated a new pod. Three follow up were done but no additional information was given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined. Blood was observed on adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.